Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and reported that this iabp is not for human use, it is used for teaching purposes only. The fse checked for an audible helium leak when helium tank is turned on. The fse was able to confirmed the audible leak behind the console. The console was removed from the cart and found that the o ring for the helium coupler was broken. The o ring was very hard and deteriorated. The o ring (0354-00-0208) was replaced and lubricated. Further more console was reinstalled and checked for leaks. After repair, no leaks were found, the problem was resolved. The fse then performed a check out of the unit and it was cleared for use. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak when tank was turned on. It was noted that the iabp unit is not used clinically and not for human use. There was no patient involvement.